Event description:
It was reported that during an implant attempt, the pacing lead threshold was too high. Another lead was used and no patient compli cations have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).